Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; cracked. Evaluation results: visual inspection of the returned lens showed the optic was torn and a haptic was torn off with a piece of the optic and missing. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. A CAPA was opened to investigate issues involving cracked optics on the silicone lenses. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4).

Event description:
The customer reported the surgeon noted a crease in the optic of the aq2015a silicone three piece lens and a torn haptic as the lens was inserted. The lens was cut and removed from the eye without any patient injury. Another same model lens was implanted.